Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the objective lens, nozzle, cover, operation unit body and grip cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material found in the tip objective lens, tip nozzle and tip cover were not identified. Therefore, the root cause of the reported events is unable to determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: pcf-290 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: pcf-290 series reprocessing manual: chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the tip objective lens, tip nozzle and tip cover. There were no reports of patient involvement.